Event description:
The nurse was placing a PICC line in a patient. The nurse communicated that she could not get the line to advance and ended up cutting the PICC and exchanging it for another. The nurse had difficulty in getting the first line out. Subsequently, when she was able to retrieve the line, she found that the tubing had tied itself into a knot. There was no harm to the patient and the second line went in well.